Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump and was informed they could continue using it. They were advised to call back if the malfunction code recurred.